Event description:
It was reported that upon impaction of the tm femoral cone implant, the implant was damaged (cracked). No danger to the pt was reported and it was noted that the implant was well fixed.

Manufacturer narrative:
The manufacturing history of the implant was reviewed and it was found to conform to manufacturing specifications. The implant cracking and being left in the cavity is not considered an issue since the function of the cone is a bone-void filler. No danger to the pt was reported and it was noted that the implant was well fixed.